Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported she feels that some insulin leaked into the insulin pump. The customer stated that her clothes were wet while wearing the device, but she was not sure if the insulin was leaking from the infusion set or the reservoir. The customer also stated that she has dropped the device before. Advised the customer to revert to back up plan. No further info was provided.